Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, malformation of staple. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # r5800z. Device evaluation summary: the analysis results showed that one gst60d reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However eleven staples were missing from the staple line. The event could not be confirmed as the no malformed staples were noted during the analysis. The missing staples on the cartridge, it is possible that was due to an improper handling of the cartridge. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.